Event description:
A medtronic rep reported that the displayed anatomy on s7 system was shifting 2-3mm when the green terra tracker on the awl probe tap (apt) was being rotated, but instrument tip and trajectory was static. The surgeon continued the use of navigation with no impact to the pt outcome.

Manufacturer narrative:
The site chose not to provide the pt weight. No system files or archives have been received by the manufacturer for evaluation.